Event description:
It was reported that patient experienced blurry vision/ did not like distance vision in their right eye (od) after intraocular lens (iol) implantation. The iol was explanted and replaced with a competitor lens. Patient is reportedly doing okay post surgery. No further information provided.

Manufacturer narrative:
The intraocular lens (iol) was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
Upon review, this case was identified to be a duplicate file in which an MDR has been submitted, under manufacturing report number 3012236936-2022-00258. Therefore, no further information will be provided under this manufacturing report number 3012236936-2022-00285. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.